Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb was evaluated and replaced. No conclusion can be drawn as final system testing information is not available at this time.